Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jan/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases. Leak test and microscopic analysis was performed which identified: wear abrasion a leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "hard knots or lumps surrounding the implant or in the armpit" and "some pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing hard knots or lumps surrounding the implant or in the armpit and "some pain on the left." This file is for the left side. Device has been explanted.